Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced an optical signal issue that was resolved by changing the console. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. The root cause of the issue was most likely that the optical connector was not fully connected causing the optical signal issues.this report is being filed as part of a retrospective review of historical records.